Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pit button remains red when pushed, and there is one progression light on, despite several attempts over time.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
When customer pushes the pit button it goes solid red and there is 1 solid green progression light on. We have tried several times over several days and always receive the same result